Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Brush heads fall off...loose in mouth - oral-b [device breakage]. Case narrative: male consumer via phone stated that the oral-b toothbrush heads fell off of his oral-b pro 3 3000 toothbrush when brushing, and were loose in his mouth. No injury was reported. 25-jan-2023 case update: the concomitant product lot was 3da13821136. No injury was reported.

Event description:
Brush heads fall off...loose in mouth - oral-b [device breakage] case narrative: male consumer via phone stated that the oral-b toothbrush heads fell off of his oral-b pro 3 3000 toothbrush when brushing, and were loose in his mouth. No injury was reported. 25-jan-2023 case update: the concomitant product lot was 3da13821136. No injury was reported. 03-mar-2023 product investigation results: the suspect product was confirmed to be oral-b power rechargeable toothbrush handle 3772 pro 3 3000. The concomitant product was confirmed to be oral-b power oral care refills precision clean antibac. No injury was reported.

Manufacturer narrative:
03-mar-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.